Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited a detached adhesive on the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include damage of parts due to some kind of stress such as damage, deterioration of parts, electrical problem, environmental temperature problem, and a maintenance problem. The most probable cause could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.